Event description:
It was reported that the air flow assembly failed. It was unknown how the issue was found. No patient or user harm reported. The service engineer (se) downloaded and reviewed the event log of the ventilator (drpta); no significant error codes were noted. The se replaced air & o2 flow sensor assembly and performed and passed performance verification tests. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Upon further investigation, it was determined that the device failed the air flow accuracy tested during preventative maintenance. Therefore, this complaint no longer meets reportability requirements.